Event description:
The company was informed that the pt's device had migrated. It was reported that while attempting to remove the affected device to the correct location, the implant was damaged. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.